Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the customer is replacing the 2 syringe/pca sizer sensors. Initial complaint information indicates no patient involvement and no patient impact.